Event description:
It was reported that there was a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump and assisted the customer with this process. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappears, which the customer understood.